Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00364. It was reported that the patient presented in clinic for a follow up. During device interrogation, noise reversion alert was active. High ventricular rate episode triggers were deemed inappropriate due to noise on the right ventricular and atrial leads. Left arm cross-body reaching, back scratching, pulling, and pocket manipulation reproduced noise, primarily on the atrial channel. The patient was not pacer dependent and was stable. Based on the patient¿s dependency status and lack of symptoms, the patient will continue to be monitored.